Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the after a knee arthroplasty the patient is experiencing anterior knee pain complaining of 'crunching'.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: zimmer persona ps femoral component catalog #: 42-5006-062-02 lot #: 62690098. Zimmer persona cemented tibial component catalog #: 42-5320-075-02 lot #: 62676445. Zimmer persona ps articular surface catalog #: 42-5214-007-10 lot #: 62431443. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2016-00073, 0002648920-2016-03283, and 0002648920-2016-03282. Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the implanted devices identified no compatibility issues. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Per the persona knee system package insert, pain is a known risk of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the after a knee arthroplasty the patient is experiencing anterior knee pain complaining of 'crunching'. Attempts have been made and additional information on the reported event is unavailable.